Event description:
It was reported that the patient's experienced recurring incontinence with their artificial urinary sphincter (aus). There was atrophy at the cuff site. The system was replaced with a 3.5 cm cuff, pump, and 61-70 cmh2o balloon.

Event description:
It was reported that the patient's experienced recurring incontinence with their artificial urinary sphincter (aus). There was atrophy at the cuff site. The system was replaced with a 3.5 cm cuff, pump, and 61-70 cmh2o balloon. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.